Manufacturer narrative:
The complaint investigation for falsely depressed alinity I prolactin results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, and in house testing. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue. Review of tracking and trending for the alinity I prolactin assay did not identify an increase in complaint activity related to the complaint issue. Additionally, an increase in complaint activity was not identified for reagent lot 63006ud01. The device history record review for lot 63006ud01 did not identify any non-conformances or deviations. Labeling was reviewed and sufficiently addresses the customer's issue. In house accuracy testing was completed using panels which mimic patient samples using an in-house retained kit stored at the recommended storage condition. All specifications were met indicating that the lot is performing acceptably. Based on the investigation, no systemic issue or deficiency of the alinity I prolactin for lot number 63006ud01 was identified.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I prolactin results for one sample. The following results were provided: (customer provided reference range: 5.18 - 26.53 ng/ml). Initial result = 0.07 ng/ml which was inconsistent with the patient¿s medical history, retest result = 6.74 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.all available patient information was included. Additional patient details are not available.

Event description:
The customer observed falsely depressed alinity I prolactin results for one sample. The following results were provided: (customer provided reference range: 5.18 - 26.53 ng/ml). Initial result = 0.07 ng/ml which was inconsistent with the patient¿s medical history, retest result = 6.74 ng/ml. No impact to patient management was reported.